Event description:
Customer reported that the insulin pump was not alarming. Customer stated that he had high blood glucose of 214 mg/dl, his infusion set cannula was bent and unit did not alert him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.